Event description:
Boston scientific received information via patient remote monitoring system that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range (oor) shock lead impedance (sli) measurement. Additional information received that the patient was checked and the lead measurements were normal. At this time, the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.